Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. This was confirmed through x-ray, intermittent sensing, diaphragm stimulation, and loss of capture (loc). A new lead was implanted. No additional adverse patient effects were reported.